Event description:
Reported receiving imprecise sequential readings over 5 minutes time frame on the precison xtra blood glucose monitor. The values, when plotted on the parkes error grid fall in the "c" zone showing the differenec in values to be clinically significant. There was no report of death, seriuos ijury or mistreatment assocciated with this event.